Event description:
It was reported that the 9400 system is presenting a "stator not on" error, after the breaker trips. It was noted that this happens about 5 minutes after boot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A fault was noted with the analog interface pcb. Notified the customer that since the system is past its end of life the identified pcb is no longer available from OEM. Customer stated their biomedical department will repair the identified pcb. No additional information.